Event description:
It was reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were taken at this time.